Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The analysis did not show any anomalies. In particular, all documented episodes were triggered exclusively by intrinsic heart signals. No noise was present in the recorded iegms. The last documented episode (number: (B)(4), from on (B)(6) 2025 at 02:38 h, was a vf with one atp and one 40 j shock delivery. The iegm of this episode documents lack of sensed signal in the ra and lv channels and a very small sensed signal in the rv channel. Analysis indicates a normal and expected functionality of the ICD. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of an ICD malfunction.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the patient received several shocks. Oversensing was initially suspected, followed by additional information that the patient experienced electrolyte imbalance, leading to several episodes of ventricular fibrillation. The medication was adapted. On (B)(6), it was reported that the patient had since passed away.